Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  reason for call was that on march 15th they had spinal surgery (fusion) so they had to turn the ins off for the procedure. Pt stated that maybe two weeks after the procedure, they didn't want to turn the ins back on since they thought that something would go wrong. Pt stated that they spoke with healthcare provider (hcp) and manufacturer representative (rep) and that they were told to turn the ins back on to help with their pain. Pt stated that they had then turned the ins on and left the stimulation on low, however yesterday or the day before they went to turn the ins on but the programmer wouldn't power on. Pt noted that they used a programmer antenna with their device. Pt stated that they tried using new batteries, however the programmer still didn't power on; pt confirmed that they were using regular alkaline batteries. Pt mentioned during the call that they had diabetes and so their eyesight was terrible; pt struggled to read the programmer serial number to patient services (pss) during the call. Pss had the pt inspect the battery compartment of the programmer; pt stated that they had complained before about this, but that it looked moldy in the battery compartment on the side and not on the coils, so they would keep cleaning the compartment. No symptoms were reported.  Additional information was received. Caller stated patient received replacement programmer but the replacement is not powering on either. Caller talked with patient over the phone to ensure they were inserting (new) batteries correctly and it seemed that patient knew what they were doing although caller couldn't verify what type of batteries patient was using. Caller stated original programmer wasn't powering on and had "acid" in the battery compartment. Caller requested we send another programmer to the patient and if the replacement doesn't power on, then they will meet with patient to see if there is user error occurring. A replacement programmer was sent out to the patient. A manufacturer representative (rep) then called back with an update. The pt tried some other, fresh batteries and then programmer was working fine. Issue resolved. Technical services (tss) notified repair and they are going to cancel the programmer order that was to have been shipped today. Additional information was received from a patient (pt). It was reported that pt called back and re-reported the previously documented information. Pt noted they received the replacement pt programmer on 27-may-2022. Pt noted they bought brand new duracell aaa batteries, but their pt programmer still wouldn't turn on. The manufacturer's patient services specialist (pss) asked if the aaa batteries were alkaline batteries and the pt noted they weren't. Pss suggested the pt try alkaline aaa batteries and call back if necessary. Pss had difficulty hearing/understanding the pt due to the quality of the call. Pt called back stating they has purchased new alkaline batteries and still the controller will not turn on. Pt states the controller got hot when batteries were placed. No symptoms were reported. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: two patient controllers have been included in this regulatory report product ID 97740 serial# (B)(6) product type programmer, patient product ID 97740 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4): product return date: 2022-10-24 product ID: 97740, serial/lot #: (B)(6), ubd: , UDI#:(B)(4): product return date: 2022-06-01 h3: analysis of the 97740 programmer s/n (B)(6) revealed that a digital board that was corroded. Device was scrapped due to co rrosion/contaminants found on boards. H3: analysis of the 97740 programmer s/n (B)(6) revealed that the telemetry board was corroded. Replaced telemetry board due to corrosion causing no power. Additionally, the face plate was replaced as it was scratched. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.